Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of a continu-flo solution set was pushed in, leading to air entering the line. This occurred while ¿administering IV medications to sedate a patient.¿ the device was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.